Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3998, lot# v121145, implanted: (B)(6) 2010 product type: lead. (B)(4).

Event description:
The patient reported noticing her implantable neurostimulator (ins) had moved down. This occurred in (B)(6) 2015. The patient had lost weight. No symptoms reported. The patient's relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.